Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('perforation: bowel/bladder') and intestinal perforation ('perforation: bowel/bladder') in an adult female patient who had essure (batch no. 646509) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) until 2010. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), bacterial vaginosis ("bv"), ovarian cyst ("ovarian cyst"), breast mass ("tumors-left breast mass/mass"), swelling ("swelling"), vaginal discharge ("vaginal discharge-leukorrhea"), breast pain ("mastodynia") and mass ("mass at c-section scar"), was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain"), weight decreased ("weight loss") and uterine leiomyoma ("uterine fibroids") and underwent caesarean section ("c-section scar"). Essure treatment was not changed. At the time of the report, the bladder perforation, intestinal perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, vaginal infection, gastrointestinal disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, weight decreased, vaginal haemorrhage, urinary tract infection, bacterial vaginosis, uterine leiomyoma, ovarian cyst, breast mass, swelling, caesarean section, vaginal discharge, breast pain and mass outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, bladder disorder, bladder perforation, breast mass, breast pain, caesarean section, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, intestinal perforation, mass, menorrhagia, nausea, ovarian cyst, pelvic pain, psychological trauma, swelling, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for bladder problems, urinary problems, bladder infection, vaginal infection. Discrepancy noted in date of birth (B)(6) 1973. Discrepancy noted in essure implant date (B)(6) 2009. Number of expanded coils on right and left was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fibroids of uterus, leukorrhea, ovarian cyst, pelvic pain, urinary tract infection, mastodynia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('perforation: bowel/bladder') and intestinal perforation ('perforation: bowel/bladder') in an adult female patient who had essure (batch no. 646509) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) until 2010. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), bacterial vaginosis ("bv"), ovarian cyst ("ovarian cyst"), breast mass ("tumors-left breast mass/mass"), swelling ("swelling"), scar ("c-section scar"), vaginal discharge ("vaginal discharge-leukorrhea"), breast pain ("mastodynia") and mass ("mass at c-section scar") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain"), weight decreased ("weight loss") and uterine leiomyoma ("uterine fibroids"). Essure treatment was not changed. At the time of the report, the bladder perforation, intestinal perforation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, cystitis, vaginal infection, gastrointestinal disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, weight decreased, vaginal haemorrhage, urinary tract infection, bacterial vaginosis, uterine leiomyoma, ovarian cyst, breast mass, swelling, scar, vaginal discharge, breast pain and mass outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, bladder disorder, bladder perforation, breast mass, breast pain, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, intestinal perforation, mass, menorrhagia, nausea, ovarian cyst, pelvic pain, psychological trauma, scar, swelling, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for bladder problems, urinary problems, bladder infection, vaginal infection. Discrepancy noted in date of birth (B)(6). Discrepancy noted in essure implant date (B)(6) 2009 and (B)(6) 2009. Number of expanded coils on right and left was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Imaging procedure on (B)(6) 2009: essure confirmation test (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fibroids of uterus, leukorrhea, ovarian cyst, pelvic pain, urinary tract infection, mastodynia. Most recent follow-up information incorporated above includes: on 3-mar-2020: plaintiff fact sheet received. Case became serious incident. Lot number added. Events per pfs: perforation: bowel/bladder, abnormal bleeding (vaginal), uti, bv, uterine fibroids, ovarian cyst, tumors-left breast mass/mass, swelling, scar tissue, vaginal discharge-leukorrhea and mastodynia. On 5-mar-2020: fu3 and fu4 were processed together. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.